Event description:
It was reported that the stent was damaged and not fully apposed. The 80% stenosed lesion being treated was located in the distal anastomosis of a saphenous vein graft and the left anterior descending artery. The lesion was predilated with a 2.x9mm maverik balloon catheter. Then, the physician deployed a 2.5x12mm promus premier stent in the target lesion, however it was noted that the stent was not fully apposed to the vessel wall. The stent was post dilated with a 3.0x12mm apex balloon. Afterwards, the stent was apposed; however, the stent had longitudinal compression on the proximal end. The procedure was completed and no patient complication were reported. The patient's status is ok.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).